Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation found user's experience was attributed to broken charge coupled device wires in the bending section on the endoscope.

Event description:
Facility reported they experienced a total loss of image during procedure. The procedure was completed with the use of another similar device. There was no allegation of harm.